Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that there was a flame on the tip of the electrode. The site tested the pencil and electrode at their site, but could not replicate the event. The generator, the site is using is unk. The pencil type is also unk at this time. There was no pt injury.